Event description:
Filing a complaint about the dexcom g7, over the past few months I have had to replace 5+ sensors for the wire needle failing to insert and instead loops. We have also had it slightly go in and still loop which caused bleeding because the needle cut the skin up. The needle needs to be higher grade. Overall dexcom is also losing money with all these replacements, but our children's and families lives depend on these continuous glucose monitoring's to be accurate and not fail considering so many of us have insurance that won't allow us to get our scripts filled earlier than 3-5 days before and even then, sometimes they do not have them in stock. Please get this under control, this affects so many people who never even asked for diabetes but have to live with it. Please get the g7 back to a higher-grade product so that many of us do not switch to a different companies cgm. How can the FDA approve of this continuous glucose monitoring with all of these replacements and complaints? Please, do something. Health codes:1888, 2516. Device code: 1316, 2981, 4001. Reference reports: mw5175673, mw5175674, mw5175675 and mw5175676.